Event description:
It was reported that this patient had two system implanted, the subcutaneous implantable cardioverter defibrillator (s-ICD) and cardiac resynchronization therapy pacemaker (crt-p). The smart pass feature was disabled on (B)(6) 2022. This s-ICD delivered an inappropriate shock on (B)(6) 2022 and an additional six inappropriate shocks was delivered on (B)(6) 2022. Automatic configuration was performed on the s-ICD with 17 stimulation vectors of the vg lead and all vectors of s-ICD is getting poor. The device was reprogrammed. This s-ICD and electrode remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient had two system implanted, the subcutaneous implantable cardioverter defibrillator (s-ICD) and cardiac resynchronization therapy pacemaker (crt-p). The smart pass feature was disabled on 17jul2022. This s-ICD delivered an inappropriate shock on 20jul2022 and an additional six inappropriate shocks was delivered on 23jul2022. Automatic configuration was performed on the s-ICD with 17 stimulation vectors of the vg lead and all vectors of s-ICD is getting poor. The device was reprogrammed and the configuration of the crt-p in vg stimulation only. This s-ICD and electrode remains implanted.